Event description:
It was reported by the rep that the (1) tsw35 was used during an unknown procedure. It was reported that the instrument did not fire properly. The surgeon also stated that the instrument did not cut the tissue. The case was completed with another instrument. There was no pt consequence.